Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation') and polymenorrhoea ('frequent menstruation') in an adult female patient who had essure (batch no. 938682-inv,936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding genital, amenorrhea and irritability. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced anxiety ("psychological or psychiatric problems : anxiety") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (hysteroscopy & novasure ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, polymenorrhoea, fatigue, irritable bowel syndrome, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, fatigue, irritable bowel syndrome, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: essure insertion date as per summons: 2011. Insertion details- bilateral ostia were visualized and an essure device was placed within the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils appear in proper position. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Lot number 938682 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation') and polymenorrhoea ('frequent menstruation') in an adult female patient who had essure (batch no. 938682,936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding genital, amenorrhea and irritability. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced anxiety ("psychological or psychiatric problems : anxiety") and depression ("psychological or psychiatric problems : depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). The patient was treated with sertraline hydrochloride (zoloft) and surgery (hysteroscopy & novasure ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, polymenorrhoea, fatigue, irritable bowel syndrome, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, fatigue, irritable bowel syndrome, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: essure insertion date as per summons :2011 insertion details- bilateral ostia were visualized and an essure device was placed within the fallopian tube according to manufacturer¿s recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure coils appear in proper position. Ultrasound scan vagina on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr was received - lot number, event injury updated to excessive or frequent menstruation fatigue, gastrointestinal or digestive system condition: irritable bowel syndrome, psychological or psychiatric problems: anxiety, depression. New reporter information, patient details, treatment and concomitant drug, medical history, lab data were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.